Event description:
The customer reported obtaining failing quality control (qc) results for multiple assays involving the laboratory's dxi 800 access immunoassay system (serial number (B)(4)). There was no report of patient results released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Qc, calibrations and system check data was not supplied for this event. The customer ran a system check routine which failed to meet specifications. Service was requested by customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.

Manufacturer narrative:
No patients were involved with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the customer's instrument. The fse noted during troubleshooting, that aspirate probe number 2 and 3 were evacuating liquid waste from a reaction vessels at a slower than normal rate. The fse replaced the aspirate probe peristaltic pump tubing and noted that the evacuation of liquid from both aspirate probe number 2 and 3 was within specification. The fse validated the repair with a passing system check and quality control run. In conclusion, the aspirate pump tubing is the cause of this event as excess fluid left in the reaction vessel may contain unbound analyte which could lead to non-reproducible results. (B)(4).